Event description:
Inserted bd insyte autoguard catheter into patient's vein and got a flash. When the catheter was being threaded into the vein, the patient experienced pain, resistance was felt and the needle and catheter was removed. Upon investigation, it was noticed that the catheter was split in two about half way down. The needle appeared to have a rough spot about half way down also. A different catheter was obtained and used to restart the IV without difficulty.